Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level displayed as "low" on the continuous glucose monitor, and a loss of consciousness. Cause of the low bg was unknown. Bg was addressed via glucagon, consumption of carbohydrates and intravenous saline. Reportedly, the customer left the ER the following day with the issue resolved and no permanent damage. System check and pump data review by tandem technical support confirmed the pump was functioning as intended.